Manufacturer narrative:
D4: UDI - not required until 09/24/2016 h.6 - results- 3252 is based upon the evaluation of the user facility information & the returned sample; 213 is based upon the evaluation of the retention sample. H.6 - conclusions - 77 is based upon evaluation of the user facility information & returned sample; 71 is based upon evaluation of the retention sample. The actual device and photos for reference were returned to the manufacturing facility for evaluation. The returned actual samples were composed of two pieces, the catheter tube assembly, a protector and cap. Visual evaluation of sample one revealed that the catheter tube was slightly bent and sample two revealed the catheter tube was separated. Visual evaluation of retention samples revealed no defects. The catheter tube is composed of ethylene tetrafluoroethylene (etfe) material which has high tensile strength. The catheter tube testing for tensile strength was conducted and confirmed to meet manufacturer specification. The retention samples were subjected to catheter tube and catheter hub fitting force testing and confirmed all samples met manufacturer specification. Functional testing could not reproduce the reported failure. A review of the device history records was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and testing and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a catheter break on the surflo IV catheter device. Follow up communication with the user facility reported the following: on (B)(6) 2016 at 2000 hours the pediatrician was setting a terumo sr+ox2419c for the patient; during removal of the i.v catheter, a piece of the distal plastic cannula was found to left behind the dorsum of the left hand; three (3) attempts were made with 3 new IV catheters, first and second were not successful; all attempts followed normal cannulation, started with IV catheter insertion, observe blood flow then needle was removed; during 3rd attempt, some manipulation was done and the IV catheter did not move in; after removal, distal piece of cannula was found left in patient's hand; it was reported there is no bending during the cannulation. Additional information was received on april 4th 2016: it was confirmed that surgery was performed on the patient to remove the fractured segment on (B)(6) 2016. It was reported the patient was eventually stabilized.